Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip and a cracked case near the display window corners.

Event description:
Customer's doctor reported that the insulin pump had stopped working and needed to be replaced. Doctor reported that the customer was brought in to the emergency room and was unconscious. Customer was wearing the insulin pump at the time of hospitalization. Blood glucose levels at the time of admission and at the time of the call were not provided. No further information was provided.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.